Manufacturer narrative:
The quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available device data, including the home monitoring data available until october 11, 2021 were inspected. The inspection of the trend data revealed no anomalies until october 1, 2021. The basic parameters such as pacing impedance, shock impedance, sensing amplitude and pacing threshold showed as expected values. On october 1, 2021, a significant increase of the pacing and shock impedance was documented. Additionally, the pacing percentage increased to a constant value of 100 percent and the mean heart rate dropped down to the base rate after october 1. Analysis of the available iegms revealed multiple vt and vf episodes, recorded on (B)(6) 2021. All episodes showed normal and regular vf/vt detection due to intrinsic signals. The episodes were successfully terminated by the device either by atp or by shock delivery. In the available iegms from (B)(6) 2021 a progressive degradation of the heart signal could be observed, indicating a dying heart. Based on the analysis of the available iegms and the trend data, the patient died on (B)(6) 2021, however, no conclusion can be drawn regarding the root cause of the patients death. Analysis of the device data showed no indication of a device malfunction while the device was implanted and in service.

Event description:
Coroner is requesting functionality testing and a report with any information on time of death or anything that happened to the patient around that time. Should additional information become available, this file will be updated.